Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to dispense the third dose of medication for the patient. A technical support specialist (tss) performed findings on a multicomponent order that included both medications and sterile water. During the dose removal process, the first component was successfully removed, but the transaction was cancelled during the removal of the second component. Although the medication was not removed, the sterile water was removed, leading the system to mark the dose as completed. Tss performed findings and drop email to user and user gave permission to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system, users were unable to dispense the third dose of medication for the patient. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.